Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were admitted in to emergency room due to high blood glucose on (B)(6) 2019 with blood glucose of 557 mg/dl. The customer was treated with intravenous liquid. Auto mode feature was active and automatically adjusting insulin at time of high blood glucose event and based on customer report customer did not allege insulin pump was under delivering. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.